Event description:
A surgeon reports, following intraocular lens (iol) implant, a patient is experencing glare at night, pt's eye feeling hot, and blurry vision. The surgeon plans to replace the iol. The date of the lens exchange has not been provided. More information has been requested.

Event description:
Add'l info was provided by the user facility. The lens was explanted on 03/2001 and replaced with a silicone lens. The pt is doing well with 20/20 vision. The explanted lens was destroyed.